Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 29-aug-2024, it was reported that the patient faced infusion set was leaking at tubing and there was visible damage on the tubing which connecting the reservoir. The infusion set was in use for 3 days. No further information available.